Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 24 mg/dl and 206 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.